Manufacturer narrative:
This report is being submitted as a correction in response to corrective actions taken by the legal manufacturer. The manufacturer site number was incorrectly selected resulting in incorrect report numbers. A new MDR with the correct manufacturer site selected has been submitted under manufacturer report # 2518422-2023-16032.

Event description:
Philips received a complaint from the customer, that the v60 ventilator has a 110b error code (check vent: proximal pressure sensor auto zero failed). There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) advised the customer to perform the following instructions per the service guide to verify pin alignment between solenoids and the da pcba; replace the proximal auto-zero solenoid (sol 3 and sol 4); replace the data acquisition (da) pcba. Per the good faith effort response, the customer reseated the data acquisition pcba to resolve the issue. It was reported that one pin was off target.